Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed floating in the bd plastipak¿ concentric luer-lok¿ syringe during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were provided for evaluation by our quality engineer team. A device history record review for the provided lot number did not reveal any issues during production that could have contributed to the observed/reported issue. Upon visual inspection of the pictures, an extra piece of the stopper material was observed inside of the syringe. The extra piece of the stopper is a residual piece of material resulting from the stopper cutting process. The stopper component is supplied by an external supplier. A complaint has been submitted to the supplier for this issue and the area manager has been notified of this incident. Investigation conclusion: the extra piece of stopper is a residual trim hairs/flash from stopper.

Event description:
It was reported that foreign matter was noticed floating in the bd plastipak¿ concentric luer-lok¿ syringe during use. There was no report of exposure, injury, or medical intervention.